Event description:
It was reported that during a follow up there was evidence of a change in the battery life of approximately two years since the last follow up which was six months ago. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.